Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('malposition of essure device') and genital haemorrhage ('abnormal bleeding (general)/ bleeding') in an adult female patient who had essure (batch no. C80066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, kidney stone, thyroid disorder, hypertension, grand multiparity, uterine bleeding, chest pain, uterine inflammation and tubal ligation. Current weight 205 lbs. Concurrent conditions included myofascial pain syndrome, muscle disorder, cervix neoplasm, menometrorrhagia, hirsutism, iron deficiency anemia, vaginal odor, flank pain, abdominal pain, essential hypertension and paratubal cyst. Concomitant products included amlodipine besilate (norvasc) and verapamil. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pain in extremity ("pain/ legs/ leg walking"), pelvic pain ("pain/ pelvic area"), abdominal pain upper ("pain/ stomach") and back pain ("pain/ back") and was found to have blood iron decreased ("autoimmune disorder type of disorder: low iron"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred/dizzy spot"), alopecia ("hair loss"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), pruritus ("itchy skin"), medical device discomfort ("discomfort of device"), abdominal pain lower ("cramping") and infection ("infection(other)") and was found to have weight decreased ("weight loss"), red blood cell count decreased ("cell count low") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, blood iron decreased, migraine, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight decreased, alopecia, fatigue, pain in extremity, pelvic pain, abdominal pain upper, back pain, cystitis, urinary tract infection, vaginal infection, mental disorder, bladder disorder, urinary tract disorder, pruritus, medical device discomfort, abdominal pain lower, red blood cell count decreased, hormone level abnormal and infection outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, blood iron decreased, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, infection, medical device discomfort, menorrhagia, mental disorder, migraine, pain in extremity, pelvic pain, pruritus, red blood cell count decreased, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Pathology test - on (B)(6) 2019: uterus: serosal inflammation of the uterus, otherwise normal in appearance. Inflammation of fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, back pain, pelvic pain, dyspareunia, dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('malposition of essure device') and genital haemorrhage ('abnormal bleeding (general)/ bleeding') in an adult female patient who had essure (batch no. C80066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, kidney stone, thyroid disorder, hypertension, grand multiparity, uterine bleeding, chest pain, uterine inflammation and tubal ligation. Current weight (B)(6). Concurrent conditions included myofascial pain syndrome, muscle disorder, cervix neoplasm, menometrorrhagia, hirsutism, iron deficiency anemia, vaginal odor, flank pain, abdominal pain, essential hypertension and paratubal cyst. Concomitant products included amlodipine besilate (norvasc) and verapamil. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pain in extremity ("pain/ legs/ leg walking"), pelvic pain ("pain/ pelvic area"), abdominal pain upper ("pain/ stomach") and back pain ("pain/ back") and was found to have blood iron decreased ("autoimmune disorder type of disorder: low iron"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred/dizzy spot"), alopecia ("hair loss"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("nfection (bladder/ urinary tract/vaginal)"), vaginal infection ("nfection (bladder/ urinary tract/vaginal)"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), pruritus ("itchy skin"), medical device discomfort ("discomfort of device"), abdominal pain lower ("cramping") and infection ("infection(other)") and was found to have weight decreased ("weight loss"), red blood cell count decreased ("cell count low") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, blood iron decreased, migraine, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight decreased, alopecia, fatigue, pain in extremity, pelvic pain, abdominal pain upper, back pain, cystitis, urinary tract infection, vaginal infection, mental disorder, bladder disorder, urinary tract disorder, pruritus, medical device discomfort, abdominal pain lower, red blood cell count decreased, hormone level abnormal and infection outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, bladder disorder, blood iron decreased, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, infection, medical device discomfort, menorrhagia, mental disorder, migraine, pain in extremity, pelvic pain, pruritus, red blood cell count decreased, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pathology test - on (B)(6) 2019: uterus: serosal inflammation of the uterus, otherwise normal in appearance. Inflammation of fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: migraine, back pain, pelvic pain, dyspareunia, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and medical record received: case became incident. Injury nos was replaced with new events- fallopian tube perforation, genital bleeding, vaginal bleeding, menorrhagia, bladder infection, urinary tract infection, vaginal infection, apareunia, psychological or psychiatric problems, low iron, malposition of essure device, bladder disorder, urinary tract disorder, migraines, nickel allergy, dysmenorrhea, dyspareunia, vaginal discharge, pelvic pain, back pain, legs pain, stomach pain, blurred/dizzy spot, weight loss , hair loss , fatigue, discomfort of device, cramping, cell count low. Date of insertion was updated. Lot number added. Event onset date, reporters information, patient¿s demographics, medical history, concomitant condition and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.